Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were unformed. Additional suture was performed. There were no adverse consequences for the patient.